Event description:
It was reported that following a revision surgery on (B)(6), the drug being delivered was reduced. Over the past 3 weeks to 1 month, the patient¿s spasms were ¿real bad¿ and the patient was in a lot of pain. The earliest date to update the medicine/therapy was (B)(6). It was noted, the patient could not wait that long. The patient wanted to increase the medicine. He tried taking oral baclofen (20 milligrams) on the date of the report with no resolve of problems. Prior to the surgery, the patient was at 500 micrograms per day and it was reduced to 425 micrograms per day. It was hard to live at the moment for the patient and he had difficulty using his hands. The system was being used to deliver baclofen. Two days later it was later reported, the patient¿s legs were shaking so badly they were falling off the foot rests of his wheelchair. The patient was experiencing fluctuating temperature and his face got very red as if he had been on a treadmill for a long period of time. The patient would spasm so badly that he could not lay flat. It was later reported, the patient had an appointment scheduled for 2014 (B)(6) at 3:00pm for follow-up. It was not believed by the doctor that the pump or catheter were an issue at the present. The next day it was reported a dye study was being done and multiple catheter access port (cap) kits had to be used due to the spasms. Four kits were used because, the patient was spasming so bad and a couple needles were bent. It was thought a couple of needles may have been contaminated so additional kits were used. It was noted, the patient was in the emergency room due to a urinary tract infection. The patient was given antibiotics and released from the hospital to see the doctor doing the dye study. The dye study did not reveal any issues with the catheter. The catheter was able to be aspirated just fine and dye was injected and went where it was expected to go. It was noted the system was being used to deliver lioresal. Information received 2014 (B)(6) reported the patient was doing fine. The patient had a severe urinary tract infection and developed worsening spasticity. The spinal catheter was assessed. The pump system was okay and the spasticity was secondary to a urinary tract infection. It was later reported the cap access kits were not known to be contaminated, the health care provider (hcp) just preferred to use a new needle and not stick the patient with the same needle. It was noted, the patient went to the hospital per request by the hcp and was doing better and recovering. It was later reported that the health care provider (hcp) was telling the patient, he had an ¿intermittent kink¿ in his catheter and was recommending catheter replacement. It was noted, the patient¿s daily dose following the catheter replacement (refer to manufacturer report # 3004209178-2014-09738) was reduced to 375 micrograms. The hcp then increased it to 425 micrograms. The patient was fine and his spasm were then controlled until the second week (B)(6) 2014 when the patient laid on his right side for the first time and slept. He woke on 2014 (B)(6)and his spasms were ¿bad¿ in his legs. A test was then done on 2014 (B)(6), at which time a device manufacturer representative was present. A fluoroscopy test was done and the hcp was able to draw spinal fluid. It reportedly appeared the pump was working fine but the patient has having spasms ¿really bad¿. The patient was as previously reported in the ER (emergency room) the same day. It was confirmed the patient had a uti (urinary tract infection) that was relieved with IV (intravenous antibiotics). The hcp reportedly also thought, the patient ¿might be uroseptic¿. The patient was admitted to the hospital for 2 days and given 5 doses of antibiotics. The patient¿s spasms were ¿still bad¿ even when their urine was clear. The patient¿s managing hcp then advised increasing the baclofen dosing. The patient had had 4 baclofen dose increases since then. The increases were done at the hcp¿s office until 2014 (B)(6). The week of 2014 (B)(6) the patient had his first baclofen dose increase; he went up to 532 micrograms from 474 micrograms. Their spasms were still bad so on 2014 (B)(6) the hcp increased to 586 micrograms from the 532. Again the patient¿s spasm were still bad so on 2014 (B)(6) the dose was increased from 586 to 643. Following that, the patient spasm were still bad and a subsequent dose increase occurred on 2014 (B)(6). It was also reported, the patient went to another hcp for the first time and the hcp ordered 2 sets of x-rays of the pump/catheter. The hcp also increased the dose up to 694 micrograms. It was reported the hcp recommended to replace the catheter. On 2014 (B)(6), the patient was scheduled for surgery on 2014 (B)(6) to replace the catheter. On 2014 (B)(6), the patient stayed in bed to get some sleep it was reported. The night before and that morning, the patient¿s spasms had been ¿terrible¿. Starting at 11am on 2014 (B)(6) up until ¿now¿ 2014 (B)(6). The patient had had zero spasms. It was also reported, the patient ¿thinks he may be getting too much baclofen¿ so he called the hcp¿s office on the morning of 2014 (B)(6) to report no spasms. The hcp¿s office reportedly told the patient it sounded like an intermittent kink in the catheter and the hcp was recommending it be replaced. No further information was provided.

Event description:
Additional information indicated that the patient received assistance from the doctor or medtronic representative and concerns were resolved.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). It was reported the patient's catheter had malfunctioned in the past. Further information regarding the event was not provided. Additional information has been requested regarding actions/interventions taken and if the specific malfunction was confirmed. Patient medical history included a spinal cord injury.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j91086882, implanted: (B)(6) 1992, explanted: (B)(6) 2014, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information indicated that the patient experienced increased tone and increased spasticity. A catheter dye study was performed. Scar tissue formed causing a potential kink at the site of the connection to the pump segment. The catheter flowed free in the operating room; however, the physician felt that replacing the catheter was the best option. All of the old catheter was removed and replaced on (B)(6) 2014. The patient outcome was "alive no injury". The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8703, lot# j91086882, implanted: 1992 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8540 lot# cs10214; product type accessory product ID 8540, lot# cs10214; product type accessory product ID 8540, lot# unknown; product type accessory product ID 8703, lot# j91086882, implanted: 1992 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).